Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing, the clips were not closing completely. A new device was used to complete the procedure. There was no patient impact.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an unknown error message issue with a one touch ultra meter. The patient indicated that the alleged issue started an hour prior to contacting lfs on (B)(6) 2010. About 20-25 minutes after the alleged issue began, the patient claimed that she developed symptoms of dizziness and shaky legs because of the reported issue. The patient reportedly administered self-treatment by eating food and/or drinking a beverage. The patient denied that her blood glucose was tested on another device during the time of concern. The alleged issue was resolved troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.